Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient had recovered from the peritonitis. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient was treated for the peritonitis with inj. (Injection) vancomycin (1 gram, once in 3 days, route not reported), inj. Fortum (250mg, frequency and route not reported) and inj. Amikacin (20mg, once a day, route not reported. The outcome of the peritonitis was unknown. At the time of this report, dianeal therapy was ongoing. No additional information is available at this time. This is report 1 of 3 involved in this event.